Event description:
The pt had an angioplasty 4/29/96. On 4/30/96, the balloon developed a leak and had to be removed. The pt expired a short time later. May have been unrelated to event. Pt was dnr and had a living will.